Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Powertool evaluation was completed for the this device. The customer's complaint that the ((B)(4)) small battery drive has no power was confirmed. The unit was tested and did not run when power was applied. This is most likely due to motor or electronic control unit assembly failure due to normal wear over time. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this device is 18-mar-2005 per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the small battery drive had no power, but there was not delay as there was another device available to complete the surgery. The malfunction occured during surgery, however another device was available. No report of patient or procedure harm was noted. This report is 1 of 1 for complaint (B)(4).